Event description:
It was reported that the device had a leak on the front cover. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. D3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found cracks in the water tank cover and damaged led's on the pcb. During the functional testing, the device was found to be leaking from the inside confirming the customer complaint. The cause was found to be that the silicone elbow fitting came off the pump inlet. The fitting was reattached to the inlet. In addition to the inside leak, there were led's on the pcb that were broken and cracks in the tank cover. The pcb, tank cover, and tank cover basket were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.